Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The installed applications all started and ran normally. No unexpected exits were observed. No error messages were displayed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the computer froze and randomly reboots itself. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3) the manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the computer froze and randomly reboots itself. No patient was present at the time of the event.